Event description:
A distributor reported on behalf of a healthcare facility in china that the 900pt290e autofeed chamber base had a hole and was leaking water. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint 900pt290 autofeed chamber was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information, videography and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the provided videography and photograph confirmed holes on the aluminium base of the chamber and water leaking from the chamber. Conclusion: without the complaint device, we are unable to determine what caused the reported event. However, it is likley due to the use of sodium bicarbonate or sodium chloride which are highly corrosive to aluminium and cause degradation of the aluminium plate over time. Every 900pt290e chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject 900pt290e chamber would have met the required specification at the time of production. Our user instructions that accompany the 900pt290e autofeed chamber states the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "use usp sterile/ distilled water for inhalation or equivalent."

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(4) that the 900pt290e autofeed chamber base had a hole and was leaking water. There was no patient involvement.